Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. The device entered backup vvi when interrogated. The physician alleged the device reset may have been due to reaching the elective replacement indicator or battery depletion. The device is pending explant. The patient was stable.

Manufacturer narrative:
Early battery depletion was not confirmed in the laboratory. The reported field event of backup vvi (bvvi) was confirmed in the laboratory, consistent with a checksum error from transient low battery voltage. The device was tested on the bench and was noted to have reached end of life status. A false elective replacement indicator alert triggered approximately six months before the device reached true eri. No other anomalies were found.

Event description:
New information revealed that the device was explanted. The patient was stable.